Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with bleeding on lcd glass, minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer had some odd spots on the screen of the insulin pump. Customer stated that the screen was getting harder to read. Customer's blood glucose level was 132 mg/dl. Customer stated that the pump is still functional. Customer stated there are 4 spots on the screen and it's difficult to read. Customer also stated that when he takes the battery out, everything disappears but the spots. Customer received a failed battery test alarm during troubleshooting, but declined to troubleshoot for the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.